Manufacturer narrative:
The autopulse platform in complaint was returned to zoll on (B)(4) 2013 for investigation. Investigation results as follows: visual inspection was performed and confirmed the battery lock was damaged. No other damages were observed. A definitive cause for this damage could not be confirmed. Functional testing was performed and the platform displayed "system error, revert to manual CPR" upon power up, thereby confirming the reported complaint. Further inspection of the platform confirmed that a defective processor board was at fault, however a definitive root cause for why the processor board failed could not be determined. A review of the archive was performed and confirmed multiple user advisory 27 (encoder faults, > 3000 rpm) and user advisory 34 (error communicating with encoder) faults had occurred during compressions. A defective encoder gearbox was found to have led to these faults, however a definitive root cause for why the gearbox failed also could not be determined based on the evaluation results. In summary, the reported complaint of the platform displaying an error during power up was confirmed based on functional test results; the platform displayed "system error, revert to manual CPR" while being powered on. This error was found to have been caused by a defective processor board, however, a root cause for why the processor board failed could not be determined.

Event description:
It was reported that during a shift check, the autopulse platform displayed an advisory message upon power up; however, no error number was displayed. Additional information provided by the customer on (B)(6) 2013: customer confirmed that this event was discovered during regular shift check. When the platform was turned into him, the event was observed as reported. Customer was equally surprised that there was no advisory number displayed. Customer does not know the exact date but stated that it was a few days from the date that he reported this event. No patient involvement was reported.